Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the black tip of the device is missing and not pictured. Part and lot information is not visible in the provided photo. Reported event was not confirmed as the tip was not pictured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured during surgery. There was no patient harm and no delay. No further information is known.